Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the iarm on (B)(6) 2024. On (B)(6) 2024, the patient was very unwell and vomited several times at home. The patient's mother took the blood glucose measurements and the cgm reading was 58 mg/dl and the bg reading was 487 mg/dl. The ambulance was called by the patien'ts mother, but they refused to take the patient because they thought it was not an acute case, so the patient's mother took the patient to the hospital in her own car. The patient was treated there with IV insulin and vomex (anti-nausea). The other symptoms reported were dry mouth, dizziness, confusion, and the patient¿s blood pressure ranged from 204 to 174 mm hg. The patient was discharged later the same day as she was feeling better after a few hours. At the time of the report the patient had recovered and felt normal. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.